Manufacturer narrative:
The iab carton was returned sealed and unused. The top lid of the shelf carton was found torn near the left corner and the lid was also found crushed on the lower left corner. Inside the carton, the product tray and insertion kit was returned sealed and intact without damage. The evaluation confirms the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Complaints associated with damaged packaging are related to damaged packaging components such as the iab carton, outer box seal, or outer box. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Datascope will no longer report future events for complaints associated with damaged packaging, unless the failure mode is found to cause or contribute to a serious injury.

Event description:
It was reported that several iab catheters were shipped in a box. The cardboard box was not damaged, but one of the catheter box was damaged. There was no patient involvement.

Manufacturer narrative:
Due to character limit in e1 phone number, the full phone number is (B)(6). The device has not been returned to the manufacturer yet, so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).